Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 534 mg/dl at the time of incident. Customer's other blood glucose level was 466 mg/dl and went up to 484 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin drip. The customer was performed self test, displacement test, high pressure test and priming test and all test were passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.